Event description:
Customer reports being unconscious, sweating profusely with a result of "hi" at 2:08am while using the compact plus sustem. Husband treated her with 2 tubes of glucose, a glass of orange juice, she was unconscious for over 1 1/2s, no medical treatment was sought. Customer awakened; went back to sleep. Customer reports several back to back tests on the same meter; she adjusted her isulin based on the results. "Hi" (>600) to 162mg/dl 372mgdl to 127mg/dl 339mg/dl to 127mg/dl 25mg/dl to 149mg/dl 372mg/dl to 81mg/dl 81mg/dl to 339mg/dl "hi" (>600) to 25mg/dl 162mg/dl to 25mg/dl 382mg/dl to 25mg/dl controls were run 6 weeks ago; in range. A request was made for return of the suspect product and a replacement was sent.